Manufacturer narrative:
Received one single dpt kit with IV set and pressure tubing . One blue particulate was observed inside of female connector of the planecta, which was connected to the male luer of the stand-alone one-way stopcock. The particulate was approximately 3.0mm x 1.5mm in size. The particulate did not get flushed out of the kit during 5 minutes of continuous flushing with ro water. The particulate was removed from the kit and sent for chemistry analysis. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. Per (B)(4) study (B)(4) the ir spectrum of the unknown blue particulate showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release.per chemistry study ds15-206 the ir spectrum of the unknown blue particulate showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material.

Event description:
It was reported that a small, unknown blue material was found in the fluid lumen of the pressure tubing between the planecta and one way stopcock. It was stated that the material was noticed before the product was used. There were no patient injuries reported.